Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the transmitter battery died within seven (7) days of sensor use. No additional patient or event information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported issue. A root cause could not be determined.